Manufacturer narrative:
Additional information not available. The system history shows that the laser was verified successfully prior to and after the assumed day of treatment. With information provided the root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information not available.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a case of over one diopter myopic under correction of the right eye observed at six months post lasik procedure.